Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A full osseotite xp® certain® implant 4/5 x 15mm (item#: ifos4515) was returned for investigation. Visual inspection of the as returned product identified a very heavy coating of residue, significant damage to the implant's exterior, and fracturing of the implant's collar as reported. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 30 and was used for approximately 10 years. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number: (300918p). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot#: 300918p) for similar events and no other complaint was identified. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or device (ifos4515). Therefore, based on the available information, device malfunction (fracture) did occur and the reported event was confirmed. The following sections have been updated: date of this report. Unique identifier (UDI) number. Expiration date. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Device evaluated by manufacturer. Entered evaluation codes. Added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant (ifos4515) fractured at tooth location 30. Implant was removed. Bone loss was also reported.